Event description:
It was reported that at the user facility, the device caused a bias current error to be displayed on the console when it was plugged into the console by the service technician, signaling a condition occurred in which the device has the potential to run without user activation. No pt involvement and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed, if additional info is received and requires reporting.